Event description:
The plaintiff's attorney alleges that the pt experienced a sudden cardiac injury and subsequently expired the same day as a result of naturalyte and/or granuflo administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.